Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s implanted system turned off by itself. It was not turned off by the doctor and there was no surgery done, it just stopped working 7 years ago. It was noted that the system was still implanted, but not working. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the implanted system turning off by itself and not working for the past 7 years was the battery depleted. It was noted that the patient had to start using catheters 6 years after the implant was inserted and this resolved the situation. No further complications were reported/anticipated.